Event description:
It was reported that a large volume infusor leaked from the bladder into the plastic housing. The device contained an unspecified analgesics with saline. This occurred after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between march 12-13, 2024. The actual device was provided for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the leak. A leak test was performed by filling the bladder with green color water to nominal volume. Immediately after fill, a leak was observed coming out at one side of the bladder crimp, inside the housing. The reported condition was verified. The cause of bladder crimp leak was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.